Manufacturer narrative:
Final device analysis for the ins revealed no anomaly found.

Event description:
It was reported that there was high impedances at implant; impedances were reading greater than 4,000 on electrodes 0 and 2. The device was not implanted and a different one was used. There were no symptoms associated with this event. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
F(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.